Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a large hematoma and had a large purulent pocket. The implantable cardioverter defibrillator (ICD) was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. The information provided was not sufficient to allow determination of probable cause. Therefore, no further actions are considered necessary.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a large hematoma and had a large purulent pocket. The implantable cardioverter defibrillator (ICD) was explanted. No adverse patient effects were reported.